Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule showed up in an x-ray two days after ingestion. They were advised to take an x-ray on day 15th of the procedure. There was no reported patient outcome.